Event description:
The manufacturer received info alleging an everflo oxygen concentrator malfunctioned "around (B)(6) 2013." The pt reportedly suffered a brain injury because of lack of oxygen and expired a few months later.

Manufacturer narrative:
The device has yet to be returned to the manufacturer for eval. A f/u report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator allegedly malfunctioned. The patient suffered a brain injury because of lack of oxygen and expired a few months later. A medical expert was consulted on this issue and the medical expert concluded the device did not cause or contribute to the patient's death.